Event description:
The device was used during a laparoscopic cholecystectomy. There was an opening betwen clips and jaw, clips were dropped from jaw twice. It also caused scissoring. The surgeon used new one to complete the procedure. There was no consequence to the pt.